Event description:
Olympus was informed that during an unspecified procedure, the probe did not work. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the probe burned at the distal end. There was no evidence of over heating or teflon pad damage on the grasping section. The device was sent to the original equipment manufacturer for further investigation and found that the probe was cracked. This type of damage can occur if the probe comes in contact with a metal object while the ultrasonic output is activated.